Event description:
The consumer reported her daughter used the prod for three hrs on the side of her knee. Then the patch was removed, the consumer described a burn and skin removal with bleeding and purulent drainage which took three months to heal. The consumer did not seek medical attention at the time of the incident and self-medicated the area with antibiotic ointment.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirement for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.